Event description:
It was reported that a 3-lead 3l bag leaked ¿on the seam after filling¿. This was observed during the filling process prior to use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured in september 2021. H10: the device was received for evaluation. Visual inspection was performed, and it was noted that there was a leak at the level of the bag number. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.